Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that the customer was hospitalized on (B)(6) 2021 due to heart failure and blood infection which led to customer's passing on (B)(6) 2021. Blood glucose was 43 mg/dl at the time of admission. It was unclear if the insulin pump will be returned for analysis.